Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-612a-1674: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end wall integrity is compromised, and exhibits erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported the during "peroperative" usage of the fiber, there was "complete cutting of the fiber extremity" and that "no force was applied". The method used to complete the procedure was not reported. There was no patient injury reported.